Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Section d references the main component of the system. Other medical products in use during the event include: brand name evolut pro plus valve; product ID evproplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a the codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, upon removing the nose cone of the delivery catheter system (dcs), the valve dislodged upward. Subsequently, a second transcatheter valve was successfully implanted at a satisfactory position and function. Following the implant procedure, the patient remained hemodynamically stable.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the right femoral artery was used as the access site for the implant procedure. A pre balloon dilation was performed. The valve was implanted in the native annulus. The cuspal overlap technique was used. Prior to slowly withdrawing the delivery catheter system (dcs), the nose cone was centered within the frame inflow by by slightly retracting the guidewire. The dcs was not torqued or twisted ant any point during deployment. Per the physician, the cause of the dislodgement was that not enough force was applied at the timeof final deployment. Per the physician, the presence of calcium which was not allowing the valve to position contributed to the dislodgement.